Manufacturer narrative:
(B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump (iabp) emitted a whistling sound after being powered on. No patient was involved, and no harm was reported. A getinge field service engineer (fse) was dispatched to evaluate the unit. Upon on-site inspection, it was determined that the 9v battery plug had poor contact. After reconnecting the plug, the abnormal whistling sound was no longer present. All performance tests were completed successfully. At the user¿s request, a test balloon was connected and operated for several hours without any abnormalities. The unit was confirmed to be functioning as intended and was returned to the user.